Manufacturer narrative:
The incident device anticipated to return. A follow up report will be provided upon completion of investigation.

Event description:
"Now we are investigating detail. This is the complaint from the market. During operation, air leakage occurred. Combined device : storz forceps the model name of forceps which was combined is unk. Three devices were returned to (B)(4). We checked the duckbill and septum. As a result, we found that the septum of the one of the devices was broken. However, a piece of the septum was not returned. We would like to know the following point. Pt status: pt was not injured.